Event description:
A zenith aaa endo graft was placed according to the IFU. After the molding balloon was used in the left iliac leg, the pt's blood pressure had slowly dropped. The coda balloon was inserted into the main body stent graft and inflated. The blood pressure was stabilized. A retrograde injection was done in the left femoral sheath. The angiogram showed a rupture of the common iliac at the distal end of the iliac leg graft. The operator decided to extend another iliac leg graft distal to the dissection into the left external iliac. The leak had resolved. The pt had no complications.

Manufacturer narrative:
Eval: no product was returned by the customer to assist in this investigation. Based upon the info provided most likely, the rupture of the common iliac occurred, due to over inflation of the balloon or inflation of the balloon outside the aaa leg. Our instructions for use states the following: "over-inflation of balloon may result in damage to vessel wall and/or vessel rupture". "Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis".